Manufacturer narrative:
Na

Event description:
It was reported by vigilance correspondent that at the hospital (B)(6) the following event occurred: inside the packaging of the nail mentioned below the set screw was missing. The surgery has been finished with a screw single packed.